Event description:
A report was received that a pt underwent a pocket revision due to weight loss. The weight loss is not device related. The physician repositioned the pocket and the pt is reportedly doing well following pocket revision surgery.

Manufacturer narrative:
This is the final report.